Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 89 and blood glucose was 161 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.